Event description:
A customer reported an issue with inaccurate sensor values from a dexcom device, which resulted in hospitalization due to hypoglycemia on (B)(6) 2025. Caller reported control-iq decreased basal insulin delivery due to inaccurate cgm values. The sensor displayed low values between "low and 72 mg/dl" for 24-36 hours, leading the customer to consume food and juice to raise blood glucose levels, but the customer continued to rely on inaccurate sensor readings without manual testing. The situation worsened as the customer began vomiting and was unable to ingest food or drinks, prompting hospitalization in sweden. Upon arrival at the emergency room, the actual blood glucose level was measured at 576 mg/dl, following which the customer received intravenous fluids and a manual insulin injection of insulin and was released within a few hours. It was noted that there was no injury or permanent damage. The customer was using a pump for insulin therapy when the issue occurred, and further investigation concluded that the pump functioned as intended with the provided data, but the cgm values were inaccurate, causing improper insulin delivery adjustments. Technical support educated the customer on the dependency of control iq technology on reliable cgm data for accurate insulin delivery predictions. No additional patient or event information was available.